Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus china there was the possibility that the reported phenomenon was attributed to the electrical connection failure between the endoscope and the subject device due to corrosion of the electrical contact on the video connector socket.

Event description:
Olympus medical systems corp. (Omsc) was informed that in unspecified timing, the image abnormality of the subject device occurred. In addition, contact failure of the video connector socket was also reported. There was no report of patient injury associated with the event.